Event description:
It was reported that the patient presented remotely. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator was found in backup mode due to hardware reset. Programming changes were performed. There were no patient consequences.

Event description:
New information received notes that high voltage therapy was not available during backup mode. The suspected cause of the hardware backup reset was identified to be caused by magnetic resonance imaging performed in an off-label environment.